Event description:
Guidewire was pushed through the catheter and needle; catheter separated and became stuck in pt's artery. Catheter had to be removed with hemostats; found to be frayed. FDA safety report ID # (B)(4).

Event description:
Guidewire was pushed through the catheter and needle; catheter separated and became stuck in pt's artery. Catheter had to be removed with hemostats; found to be frayed. FDA safety report ID # (B)(4).